Event description:
The customer reported the insulin pump had an error alarm. The customer stated that the error alarm occurred when she tried to load a new reservoir into the insulin pump. Customer's blood glucose level was 466 mg/dl at the time of the call. During troubleshooting, the customer reported that the insulin pump's drive support cap was sticking out. While on the call, the customer treated the high blood glucose level with 6 manually injected units of insulin. Customer declined troubleshooting for the high blood glucose level and attributed it to the stress of her day. The customer was advised that the insulin pump would have to be replaced and agreed to return the device.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to protruded/loose drive support disk. No prime alarm. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.